Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient underwent a scheduled pacemaker device replacement procedure for therapy upgrade to a cardiac resynchronization therapy defibrillator (crt-d) device. As part of the therapy upgrade, the right ventricular (rv) lead was also replaced. After initial implant of the new crt-d device and new rv lead, defibrillation threshold (dft) testing was performed in which a ventricular fibrillation (vf) arrhythmia was intentionally induced. The resulting device shocks of 21 joules, 31 joules and 41 joules all failed to convert the induced arrhythmia and a subsequent 360 joule external shock was performed with successful conversion. As a result, the new rv lead was surgically repositioned to a more apical location in the heart. Following the rv lead reposition, dft testing was again performed and a 31 joule reverse polarity device shock was successful in converting the induced arrhythmia on the first attempt. The surgical procedure was then successfully completed. The crt-d device and rv lead remain in-service. No additional adverse patient effects were reported.